Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they fell out of a golf cart and since then they had a burning sensation between the wire and the implant. The described it as a "red hot poker." They were concerned that something might have come loose. They turned stimulation off and that doesn't make a difference. No further device issue alleged / identified. No further patient symptoms or complications were reported.